Event description:
The remaining head broke, and medical intervention was reportedly required. No further info available.

Manufacturer narrative:
Add'l info has been requested. Device is an instrument. Investigation has not been completed, no conclusion can be drawn. No device has been returned. A device history record review has been requested.